Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks on the hypotube and shaft. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage and two pinholes at the distal end of the balloon. The pinhole damage had pulled material around the edges of the holes. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 10may2019. It was reported that inflation failure and balloon leak occurred. The 80% stenosed target lesion was located in the coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon failed to inflate and a contrast extravasation has been noticed in the balloon. The device was simply removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed balloon pinholes.